Event description:
Information was received indicating that subsequent to tubing being connected to a pump and sent home with a patient, a smiths medical cadd administration set leaked. It was reported that the tubing was "cracked." No adverse patient effects were reported.